Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: d5, e2, g2. Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). A getinge field service engineer fse was dispatched to the site to evaluate the unit. He states that customer found the pump to not be pushed all the way in the cart and this was causing the batteries to not charge. They have cancelled the service request.

Event description:
N/a.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units batteries are not charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.